Event description:
The manufacturer representative reported a patient experiencing a return of symptoms with their pain pump. A revision was scheduled. During the revision a catheter access port dye study was attempted, but they were unable to aspirate the catheter. Follow up with the hcp reveals the patient was experiencing right hip and leg pain with an inability to stand due to the pain. The catheter was replaced during the revision using the same pump. The hcp reports the same thing happened back in 2006. At that time the catheter was not replaced but revised. The drug used in the pump is hydromorphone and bupivacaine. The patient recovered without sequela.